Event description:
The user reported that the subcutaneous infusion tube leaked a few millimeters from the connection to the infusion pump. The user also stated that he had been using the set for 3 days.